Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited episodes of noise, far p-wave oversensing, and loss of sensing. Imaging did not reveal any physical anomalies. The lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable and asymptomatic.